Event description:
It was reported that the right atrial dislodged and exhibited high pacing thresholds. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(4).